Event description:
Event reported by attorney. The legal complaint states that the pt had ascend sling implanted on (B)(6) 2010. After and as a result of the implantation of the products, plaintiff suffered serious bodily injuries, including, but not limited, to extreme pain erosion of her internal bodily tissue, dyspareunia, painful scaring and other injuries. She underwent surgery to remove the products on (B)(6) 2011. Product was not returned. No further info is available.